Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during surgery, at the first stapling the device stapled normally, but did not return the blade. It stapled and stopped. They tried the reverse but it did not work, the blade did not come back. They tried to take the battery out and put it back, it also did not work. At last they had to use the manual (override), that disables the stapler. It did no harm to the patient, because it stapled to the end and cut, but it did not return the blade and got stuck in the patient's stomach. They were only able to remove the stapler by activating the manual (override).

Manufacturer narrative:
(B)(4). Date sent: 08/21/2018. Batch # p59004. The analysis found that one ple60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties and the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.